Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture piece were received for analysis. Product code sxpp2b409, this product code is double armed. After investigation of the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "in 2 yesterday¿s case a needle popped of stratafix code sxpp2b409. They opened another of the same suture to finish the closure....this makes 4 total complaints for this code yesterday" have the 4 events been reported to ethicon? If so, provide the respective reference number(s). Can you identify the lot number of the product used? Should the replacement be sent to the associated account or to the sales rep? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the rep that the needle popped off the suture while loading into the needle driver. Another like device was used to continue with the procedure. There were no adverse consequences reported. Suture and needle returning. No adverse patient consequences were reported. Additional information was requested.